Event description:
Post surgery erosion of transvaginal mesh in vaginal wall and pelvic pain on left side groin area. Also experiencing pain during intercourse. Reason for use: stress urinary incontinence.